Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "limited." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue can be attributed to user error. The instructions for use (IFU) for storage were not followed as the tape was exposed to light before use. The customer acknowledged this issue and discarded the tape. A new tape that will not be exposed to light will be used. An issue with the sterrad® unit is unlikely as the cycle completed, the sterrad® chemical indicator strips passed and the cyclesure® 24 biological indicator passed. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
The customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The associated load was not released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.